Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings: pump intermittently powers with returned battery cap. Evidence of moisture contamination inside battery compartment. A test battery cap was used for all testing. Pump powers with a test battery cap to a dim discolored unreadable display. Display lens contains multiple scratches within field of view. There was no evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was scratched and difficult to read. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.